Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level and insulin pump went off. The customer's blood glucose was 52 mg/dl and customer treated it with food. Patient has been experience symptoms such as shaking, heart beating fast due to low blood glucose. Based on customer report customer does not allege pump was over delivering. The customer was neither hospitalized nor admitted for low blood glucose. The customer declined troubleshooting on insulin pump. Insulin pump will not be returned for analysis.